Manufacturer narrative:
Retainer ring = clear on (B)(6) 2021 the customer reported pump error 25 several times a day. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the corner of the left belt clip rail, faded serial number label, cracked middle (enter) keypad button. Device passed displacement, sleep current measurement, and active current measurement tests. No unexpected pump error 25 were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to determine if any pump error 25 has occurred in the past. The adapt tool confirms that pump error 25 has occurred at the following times: (B)(6) 2021 @ 00:00:00, 00:10:00, 04:00:00, 8:00:00, 12:00:00, 16:00:00, and 20:00:00. The power management tool confirms pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the device. In summary, the customer¿s report of pump error 25 was confirmed during testing. The pump error 25 is due to a connector resistance issue at pcba1 j6. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had pump error 25 alarms. Customer stated that they were able to complete pump rewind. Customer stated that self test failed. No harm requiring medical intervention was reported. The device will be returned for analysis.